Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory using dade innovin reagent. The customer stated results were running low and he cleaned the meter as it was dirty. After cleaning, the customer stated results were then high. The customer compared results for four patient samples. Of the data provided, only the results for two patient samples were discrepant. The results for the other comparisons performed were acceptable. Patient 1: at 8:40 am, the result from the meter was 2.2 inr and the laboratory result was 1.7 inr. Patient 2: at 1:00 pm, the result from the meter was 3.3 inr and the result form the laboratory was 2.5 inr. This patient was a (B)(6) female born on (B)(6). The patient weight was (B)(6). The laboratory result was used for treatment of the patients. The patients were not adversely affected. The therapeutic range for both patients was 2.5-3.5 inr. Patient 1 has lupus, but the customer did not know if the patient has the lupus antibody. This patient is anemic and the last hematocrit result was 25%. Patient 2 had a hematocrit 34% and had no antiphospholipid antibodies syndrome. The meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 139816-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.